Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 8/16/2019. Device returned to manufacturer? Yes. Device evaluation: returned product was received inside a biohazard resealable bag that contained a syringe with the lens inside the barrel of the syringe. Visual inspection of the syringe revealed that the lens was on the base of the plunger and appears to be cut in half, most probably to aid in explant. The lens was removed from the base of the syringe plunger for further evaluation under a microscope. The visual inspection revealed the lens has ophthalmic viscosurgical device (ovd) residue present on the surface of lens. Lens confirmed to be cut in half, possibly to aid in explant and the one half of the haptic missing. Due to the condition of the returned lens, no further evaluation is possible. The reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient right eye due to anisometropia (unequal refraction power). It was stated that there was also incision enlargement. The explanted iol was replaced with a non-johnson and johnson iol. Follow-up confirmed that there was no patient post-op injury. No other information was provided.